Event description:
A falsely elevated ctni result of 15.59 ng/ml was obtained. This result was questioned by the physician and repeated. Results of 0.03 ng/ml and 0.00 ng/ml were obtained on repeat analysis. Pt treatment was not prescribed or altered as a result of the erroneous result. There was no report of adverse health consequences as a result of the falsely elevated ctni result. Analysis of instrument filter data indicates a sample integrity issue.